Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured device") and genital haemorrhage ("genital bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (underwent a surgical removal due to complications from the essure device). At the time of the report, the device breakage, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device breakage, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/perforation: cervix /migration of essure device location of device:fragmented into cervix and uterine wall."), device breakage ("fractured device /malposition of essure device location of device: fragmented") and genital haemorrhage ("genital bleeding") in a 37-year-old female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress incontinence since (B)(6) 2016, discomfort since (B)(6) 2016, bloating since (B)(6) 2016, urinary incontinence since (B)(6) 2016, coughing since (B)(6) 2016, sneezing since (B)(6) 2016 and single functional kidney since (B)(6) 2016. Concomitant products included citalopram hydrobromide (celexa), fluticasone propionate (flonase), gabapentin, lorazepam (ativan), prednisone and trazodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 5 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain /pain"). In (B)(6) 2012, the patient experienced weight increased ("weight gain / loss specify which one: weight gain- 40 lbs"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced hormone level abnormal ("hormonal changes describe"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: chronic/reoccuring vaginosis"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), allergic oedema ("allergic or hypersensitivity reaction type: fingers swell") and abdominal pain lower ("right lower abdomen pain"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with unilateral salpingectomy.) And surgery ((B)(6) 2016 hysterectomy with unilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, hormone level abnormal, hot flush, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, abdominal pain lower, depression and anxiety outcome was unknown, the pelvic pain, vaginal infection and dysmenorrhoea had resolved and the allergic oedema, vaginal discharge and weight increased was resolving. The reporter considered abdominal pain lower, allergic oedema, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date decscipancies -date of insertion (B)(6) 2012 date of removal (B)(6) 2016. The essure device was placed into the right tubal ostia and deployed and five coils were exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded) approximate weight at the time of essure placement 175 lbs. On (B)(6) 2016, gross description: a. Received fresh labeled "uterus" is a 86.90 gram unicornuted uterus and cervix without attached bilateral tubes and ovaries. The uterine serosa is smooth. The endometrium is unremarkable. There is a sterilization intra-uterine coil inside the wall. Received fresh labeled "right fallopian tube" is a 9.0 cm in length by 0.3 to 0.8 cm in variable diameter portion of fallopian tube with a fimbriated end. No essure sterilization coil is identified grossly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uterine perforation. Most recent follow-up information incorporated above includes: on 24-jul-2018: per plaintiff fact sheet following events: depression and mental anguish were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/perforation: cervix /migration of essure device location of device:fragmented into cervix and uterine wall."), device breakage ("fractured device /malposition of essure device location of device: fragmented") and genital haemorrhage ("genital bleeding") in a 37-year-old female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress incontinence since (B)(6) 2016, discomfort since (B)(6) 2016, bloating since (B)(6) 2016, urinary incontinence since (B)(6) 2016, coughing since (B)(6) 2016, sneezing since (B)(6) 2016 and single functional kidney since (B)(6) 2016. Concomitant products included citalopram hydrobromide (celexa), fluticasone propionate (flonase), gabapentin, lorazepam (ativan), prednisone and trazodone. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pelvic pain /pain"). On (B)(6) 2013, the patient experienced hot flush ("hot flashes") and dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced weight increased ("weight gain / loss specify which one: weight gain- 40 lbs"). In (B)(6) 2016, the patient experienced hormone level abnormal ("hormonal changes describe"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: chronic/reoccuring vaginosis"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergic oedema ("allergic or hypersensitivity reaction type: fingers swell"), abdominal pain lower ("right lower abdomen pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with unilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, bladder disorder, urinary tract disorder, depression and anxiety outcome was unknown, the pelvic pain, vaginal haemorrhage, allergic oedema, dysmenorrhoea, vaginal discharge, weight increased, abdominal pain lower and abdominal pain was resolving and the vaginal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, allergic oedema, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: datesdiscrepancies noted . Date of insertion previously reported as (B)(6) 2012, however date (B)(6) 2012 was provided in medical records; . Date for hsg reported as (B)(6) 2012 (inconsistent considering the insertion date); . Date of removal reported as (B)(6) 20176 and (B)(6) 2016. Insertion procedure: the essure device was placed into the right tubal ostia and deployed and five coils were exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded) approximate weight at the time of essure placement 175 lbs. On (B)(6) 2016, gross description: a. Received fresh labeled "uterus" is a 86.90 gram unicornuted uterus and cervix without attached bilateral tubes and ovaries. The uterine serosa is smooth. The endometrium is unremarkable. There is a sterilization intra-uterine coil inside the wall. Received fresh labeled "right fallopian tube" is a 9.0 cm in length by 0.3 to 0.8 cm in variable diameter portion of fallopian tube with a fimbriated end. No essure sterilization coil is identified grossly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received event abdominal pain was added. Outcome of event " pain, abnormal bleeding, weight gain, cramping " were updated as recovering. Date of lab data added. Severity was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/perforation: cervix /migration of essure device location of device:fragmented into cervix and uterine wall.'), embedded device ('fragments of essure embedded in her'), device breakage ('fractured device /malposition of essure device location of device: fragmented/fragments of essure embedded in her') and genital haemorrhage ('genital bleeding') in a 37-year-old female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: approximate weight at the time of essure placement 175 lbs. On (B)(6) 2016, gross description: a. Received fresh labeled "uterus" is a 86.90 gram unicornuted uterus and cervix without attached bilateral tubes and ovaries. The uterine serosa is smooth. The endometrium is unremarkable. There is a sterilization intra-uterine coil inside the wall. Received fresh labeled "right fallopian tube" is a 9.0 cm in length by 0.3 to 0.8 cm in variable diameter portion of fallopian tube with a fimbriated end. No essure sterilization coil is identified grossly. Concurrent conditions included stress incontinence since (B)(6) 2016, discomfort since (B)(6) 2016, bloating since (B)(6) 2016, urinary incontinence since (B)(6) 2016, coughing since (B)(6) 2016, sneezing since (B)(6) 2016 and single functional kidney since (B)(6) 2016. Concomitant products included citalopram hydrobromide (celexa), fluticasone propionate (flonase), gabapentin, lorazepam (ativan), prednisone and trazodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain /pain"). On (B)(6) 2013, the patient experienced hot flush ("hot flashes") and dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain- 40 lbs"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes describe") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: chronic/reoccurring vaginosis"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergic oedema ("allergic or hypersensitivity reaction type: fingers swell"), abdominal pain lower ("right lower abdomen pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with unilateral salpingectomy/uterus and cervix removal). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, embedded device, device breakage, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, bladder disorder, urinary tract disorder, depression and anxiety outcome was unknown, the pelvic pain, vaginal haemorrhage, allergic oedema, dysmenorrhoea, vaginal discharge, weight increased, abdominal pain lower and abdominal pain was resolving and the vaginal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, allergic oedema, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: dates discrepancies noted date of insertion previously reported as (B)(6) 2012, however date (B)(6) 2012 was provided in medical records; date for hsg reported as (B)(6) 2012 (inconsistent considering the insertion date); date of removal reported as (B)(6) 20176 and(B)(6) 2016. Insertion procedure: the essure device was placed into the right tubal ostia and deployed and five coils were exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uterine perforation. Concerning the injuries reported in this case, the following ones were reported via social medial: embedded device . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporter information added. Events: fragments of essure embeded in her added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/perforation: cervix /migration of essure device location of device:fragmented into cervix and uterine wall."), device breakage ("fractured device /malposition of essure device location of device: fragmented") and genital haemorrhage ("genital bleeding") in a 37-year-old female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress incontinence since (B)(6) 2016, discomfort since (B)(6) 2016, bloating since (B)(6) 2016, urinary incontinence since (B)(6) 2016, coughing since (B)(6) 2016, sneezing since (B)(6) 2016 and single functional kidney since (B)(6) 2016. Concomitant products included citalopram hydrobromide (celexa), fluticasone propionate (flonase), gabapentin, lorazepam (ativan), prednisone and trazodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 5 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain /pain"). In (B)(6) 2012, the patient experienced weight increased ("weight gain / loss specify which one: weight gain- 40 lbs"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced hormone level abnormal ("hormonal changes describe"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: chronic/reoccuring vaginosis"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), allergic oedema ("allergic or hypersensitivity reaction type: fingers swell") and abdominal pain lower ("right lower abdomen pain"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, hormone level abnormal, hot flush, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, abdominal pain lower, depression and anxiety outcome was unknown, the pelvic pain, vaginal infection and dysmenorrhoea had resolved and the allergic oedema, vaginal discharge and weight increased was resolving. The reporter considered abdominal pain lower, allergic oedema, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: datesdiscrepancies noted . Date of insertion previously reported as (B)(6) 2012, however date (B)(6) 2012 was provided in medical records; . Date for hsg reported as (B)(6) 2012 (inconsistent considering the insertion date); . Date of removal reported as (B)(6) 2016 and (B)(6) 2016. Insertion procedure: the essure device was placed into the right tubal ostia and deployed and five coils were exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on an unknown date: unilateral occlusion (right tube occluded) approximate weight at the time of essure placement 175 lbs. On 19sep2016, gross description: a. Received fresh labeled "uterus" is a 86.90 gram unicornuted uterus and cervix without attached bilateral tubes and ovaries. The uterine serosa is smooth. The endometrium is unremarkable. There is a sterilization intra-uterine coil inside the wall. Received fresh labeled "right fallopian tube" is a 9.0 cm in length by 0.3 to 0.8 cm in variable diameter portion of fallopian tube with a fimbriated end. No essure sterilization coil is identified grossly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/perforation: cervix /migration of essure device location of device:fragmented into cervix and uterine wall."), device breakage ("fractured device /malposition of essure device location of device: fragmented") and genital haemorrhage ("genital bleeding") in a 37-year-old female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress incontinence since(B)(6) 2016, discomfort since (B)(6) 2016, bloating since (B)(6) 2016, urinary incontinence since (B)(6) 2016, coughing since (B)(6) 2016, sneezing since (B)(6) 2016 and single functional kidney (B)(6) 2016. Concomitant products included citalopram hydrobromide (celexa), fluticasone propionate (flonase), gabapentin, lorazepam (ativan), prednisone and trazodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 5 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain /pain"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)") and urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes describe"), hot flush ("hot flashes"), allergic oedema ("allergic or hypersensitivity reaction type: fingers swell"), vaginal disorder ("infection (bladder/ urinary tract/vaginal) type: chronic/reoccuring vaginosis"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain / loss specify which one: weight gain- 40 lbs") and abdominal pain lower ("right lower abdomen pain"). The patient was treated with surgery ((B)(6) 2016hysterectomy with unilateral salpingectomy.) Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, hormone level abnormal, hot flush, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and abdominal pain lower outcome was unknown, the pelvic pain, vaginal disorder and dysmenorrhoea had resolved and the allergic oedema, vaginal discharge and weight increased was resolving. The reporter considered abdominal pain lower, allergic oedema, bladder disorder, device breakage, dysmenorrhoea, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date decscipancies -date of insertion (B)(6) 2012 date of removal (B)(6) 2016. The essure device was placed into the right tubal ostia and deployed and five coils were exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded) approximate weight at the time of essure placement 175 lbs. On (B)(6) 2016, gross description: a. Received fresh labeled "uterus" is a 86.90 gram unicornuted uterus and cervix without attached bilateral tubes and ovaries. The uterine serosa is smooth. The endometrium is unremarkable. There is a sterilization intra-uterine coil inside the wall. Received fresh labeled "right fallopian tube" is a 9.0 cm in length by 0.3 to 0.8 cm in variable diameter portion of fallopian tube with a fimbriated end. No essure sterilization coil is identified grossly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uterine perforation. Most recent follow-up information incorporated above includes: on 30-apr-2018: pfs and mr received. Reporters were added. Patient details, concomitant disease, concomitant drugs, lab data and unstructured relevant tests were added. Hormonal changes describe, hot flashes, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: fingers swell, infection (bladder/ urinary tract/vaginal) type: chronic/reoccuring vaginosis, bladder or urinary problems or changes, dysmenorrhea (cramping), vaginal discharge, perforation (uterus) /migration of essure device location of device:fragmented into cervix and uterine wall, weight gain / loss specify which one: weight gain, location of the perforation: cervix,right lower abdomen pain, cramping and abnormal uterine bleeding were added as events. Essure lot number was added. On (B)(6) 2018: 1 and 2 fu process together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/perforation: cervix /migration of essure device location of device:fragmented into cervix and uterine wall.'), embedded device ('fragments of essure embeded in her') and device breakage ('fractured device /malposition of essure device location of device: fragmented/fragments of essure embeded in her') in a 37-year-old female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: approximate weight at the time of essure placement 175 lbs. On (B)(6) 2016, gross description: a. Received fresh labeled "uterus" is a 86.90 gram unicornuted uterus and cervix without attached bilateral tubes and ovaries. The uterine serosa is smooth. The endometrium is unremarkable. There is a sterilization intra-uterine coil inside the wall. Received fresh labeled "right fallopian tube" is a 9.0 cm in length by 0.3 to 0.8 cm in variable diameter portion of fallopian tube with a fimbriated end. No essure sterilization coil is identified grossly. Concurrent conditions included stress incontinence since (B)(6) 2016, discomfort since (B)(6) 2016, bloating since (B)(6) 2016, urinary incontinence since (B)(6) 2016, coughing since (B)(6) 2016, sneezing since (B)(6) 2016 and single functional kidney since (B)(6) 2016. Concomitant products included corticosteroid nos, gabapentin, lorazepam (ativan), prednisone and trazodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain /pain"). On (B)(6) 2013, the patient experienced hot flush ("hot flashes") and dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain- 40 lbs"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes describe") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: chronic/reoccuring vaginosis"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), allergic oedema ("allergic or hypersensitivity reaction type: fingers swell"), abdominal pain lower ("right lower abdomen pain"), abdominal pain ("abdominal pain"), abdominal distension ("belly gets so tight and painfully bloated"), peripheral swelling ("hand and body always feel tight and puffy") and muscle tightness ("hand and body always feel tight and puffy"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with unilateral salpingectomy/uterus and cervix removal and (B)(6) 2016 hysterectomy with unilateral salpingectomy/uterus and cervix removal/tubes removed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, embedded device, device breakage, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, bladder disorder, urinary tract disorder, depression, anxiety, abdominal distension, peripheral swelling and muscle tightness outcome was unknown, the pelvic pain, vaginal haemorrhage, allergic oedema, dysmenorrhoea, vaginal discharge, weight increased, abdominal pain lower and abdominal pain was resolving and the vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergic oedema, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, muscle tightness, pelvic pain, peripheral swelling, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: dates discrepancies noted date of insertion previously reported as (B)(6) 2012, however date (B)(6) 2012 was provided in medical records; date for hsg reported as (B)(6) 2012 (inconsistent considering the insertion date); date of removal reported as (B)(6) 20176 and (B)(6) 2016. Insertion procedure: the essure device was placed into the right tubal ostia and deployed and five coils were exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uterine perforation. Concerning the injuries reported in this case, the following ones were reported via social medial: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: seriousness criteria for event genital bleeding was removed. Event was added- belly gets so tight and painfully bloated, hand and body always feel tight and puffy. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/perforation: cervix /migration of essure device location of device:fragmented into cervix and uterine wall.'), embedded device ('fragments of essure embeded in her') and device breakage ('fractured device /malposition of essure device location of device: fragmented/fragments of essure embeded in her') in a 37-year-old female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: approximate weight at the time of essure placement 175 lbs. On (B)(6) 2016, gross description: a. Received fresh labeled "uterus" is a 86.90 gram unicornuted uterus and cervix without attached bilateral tubes and ovaries. The uterine serosa is smooth. The endometrium is unremarkable. There is a sterilization intra-uterine coil inside the wall. Received fresh labeled "right fallopian tube" is a 9.0 cm in length by 0.3 to 0.8 cm in variable diameter portion of fallopian tube with a fimbriated end. No essure sterilization coil is identified grossly. Concurrent conditions included stress incontinence since (B)(6) 2016, discomfort since (B)(6) 2016, bloating since (B)(6) 2016, urinary incontinence since (B)(6) 2016, coughing since (B)(6) 2016, sneezing since (B)(6) 2016 and single functional kidney since (B)(6) 2016. Concomitant products included corticosteroid nos, gabapentin, lorazepam (ativan), prednisone and trazodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain /pain"). On (B)(6) 2013, the patient experienced hot flush ("hot flashes") and dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain- 40 lbs"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes describe") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: chronic/reoccuring vaginosis"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), allergic oedema ("allergic or hypersensitivity reaction type: fingers swell"), abdominal pain lower ("right lower abdomen pain"), abdominal pain ("abdominal pain"), abdominal distension ("belly gets so tight and painfully bloated"), peripheral swelling ("hand and body always feel tight and puffy"), muscle tightness ("hand and body always feel tight and puffy"), cervix injury ("I lost uterus and cervix because of all fragments of essure imbedded in her"), uterine rupture ("I lost uterus and cervix because of all fragments of essure imbedded in her"), device dislocation ("migration") and post procedural complication ("post procedural complication"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with unilateral salpingectomy/uterus and cervix removal and (B)(6) 2016 hysterectomy with unilateral salpingectomy/uterus and cervix removal/tubes removed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, embedded device, device breakage, hormone level abnormal, hot flush, bladder disorder, urinary tract disorder, depression, anxiety, abdominal distension, peripheral swelling, muscle tightness, cervix injury, uterine rupture and post procedural complication outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, abdominal pain lower, abdominal pain and device dislocation had resolved and the allergic oedema, dysmenorrhoea, vaginal discharge and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergic oedema, anxiety, bladder disorder, cervix injury, depression, device breakage, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, muscle tightness, pelvic pain, peripheral swelling, post procedural complication, urinary tract disorder, uterine perforation, uterine rupture, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: dates discrepancies noted date of insertion previously reported as (B)(6) 2012, however date (B)(6) 2012 was provided in medical records; date for hsg reported as (B)(6) 2012 (inconsistent considering the insertion date); date of removal reported as (B)(6) 2016 and (B)(6) 2016. Insertion procedure: the essure device was placed into the right tubal ostia and deployed and five coils were exposed. Received treatment for migration, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uterine perforation. Concerning the injuries reported in this case, the following ones were reported via social medial: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of events " pain and bleeding" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/perforation: cervix /migration of essure device location of device:fragmented into cervix and uterine wall.'), embedded device ('fragments of essure embeded in her') and device breakage ('fractured device /malposition of essure device location of device: fragmented/fragments of essure embeded in her') in a 37-year-old female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: approximate weight at the time of essure placement 175 lbs. On (B)(6) 2016, gross description: a. Received fresh labeled "uterus" is a 86.90 gram unicornuted uterus and cervix without attached bilateral tubes and ovaries. The uterine serosa is smooth. The endometrium is unremarkable. There is a sterilization intra-uterine coil inside the wall. Received fresh labeled "right fallopian tube" is a 9.0 cm in length by 0.3 to 0.8 cm in variable diameter portion of fallopian tube with a fimbriated end. No essure sterilization coil is identified grossly. Concurrent conditions included stress incontinence since (B)(6) 2016, discomfort since (B)(6) 2016, bloating since (B)(6) 2016, urinary incontinence since (B)(6) 2016, coughing since (B)(6) 2016, sneezing since (B)(6) 2016 and single functional kidney since (B)(6) 2016. Concomitant products included corticosteroid nos, gabapentin, lorazepam (ativan), prednisone and trazodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain /pain"). On (B)(6) 2013, the patient experienced hot flush ("hot flashes") and dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain- 40 lbs"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes describe") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: chronic/reoccuring vaginosis"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), allergic oedema ("allergic or hypersensitivity reaction type: fingers swell"), abdominal pain lower ("right lower abdomen pain"), abdominal pain ("abdominal pain"), abdominal distension ("belly gets so tight and painfully bloated"), peripheral swelling ("hand and body always feel tight and puffy"), muscle tightness ("hand and body always feel tight and puffy"), cervix injury ("I lost uterus and cervix because of all fragments of essure imbedded in her") and uterine rupture ("I lost uterus and cervix because of all fragments of essure imbedded in her"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with unilateral salpingectomy/uterus and cervix removal and (B)(6) 2016 hysterectomy with unilateral salpingectomy/uterus and cervix removal/tubes removed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, embedded device, device breakage, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, bladder disorder, urinary tract disorder, depression, anxiety, abdominal distension, peripheral swelling, muscle tightness, cervix injury and uterine rupture outcome was unknown, the pelvic pain, vaginal haemorrhage, allergic oedema, dysmenorrhoea, vaginal discharge, weight increased, abdominal pain lower and abdominal pain was resolving and the vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergic oedema, anxiety, bladder disorder, cervix injury, depression, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, muscle tightness, pelvic pain, peripheral swelling, urinary tract disorder, uterine perforation, uterine rupture, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: dates discrepancies noted date of insertion previously reported as (B)(6) 2012, however date (B)(6) 2012 was provided in medical records; date for hsg reported as (B)(6) 2012 (inconsistent considering the insertion date); date of removal reported as (B)(6) 20176 and (B)(6) 2016. Insertion procedure: the essure device was placed into the right tubal ostia and deployed and five coils were exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uterine perforation. Concerning the injuries reported in this case, the following ones were reported via social medial: embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/perforation: cervix /migration of essure device location of device:fragmented into cervix and uterine wall.'), embedded device ('fragments of essure embeded in her') and device breakage ('fractured device /malposition of essure device location of device: fragmented/fragments of essure embeded in her') in a 37-year-old female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: approximate weight at the time of essure placement 175 lbs. On (B)(6) 2016, gross description: a. Received fresh labeled "uterus" is a 86.90 gram unicornuted uterus and cervix without attached bilateral tubes and ovaries. The uterine serosa is smooth. The endometrium is unremarkable. There is a sterilization intra-uterine coil inside the wall. Received fresh labeled "right fallopian tube" is a 9.0 cm in length by 0.3 to 0.8 cm in variable diameter portion of fallopian tube with a fimbriated end. No essure sterilization coil is identified grossly. Concurrent conditions included stress incontinence since (B)(6) 2016, discomfort since (B)(6) 2016, bloating since (B)(6) 2016, urinary incontinence since (B)(6) 2016, coughing since 8-sep-2016, sneezing since (B)(6) 2016 and single functional kidney since (B)(6) 2016. Concomitant products included corticosteroid nos, gabapentin, lorazepam (ativan), prednisone and trazodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain /pain"). On (B)(6) 2013, the patient experienced hot flush ("hot flashes") and dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain- 40 lbs"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes describe") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: chronic/reoccuring vaginosis"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), allergic oedema ("allergic or hypersensitivity reaction type: fingers swell"), abdominal pain lower ("right lower abdomen pain"), abdominal pain ("abdominal pain"), abdominal distension ("belly gets so tight and painfully bloated"), peripheral swelling ("hand and body always feel tight and puffy"), muscle tightness ("hand and body always feel tight and puffy"), cervix injury ("I lost uterus and cervix because of all fragments of essure imbedded in her") and uterine rupture ("I lost uterus and cervix because of all fragments of essure imbedded in her"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with unilateral salpingectomy/uterus and cervix removal and (B)(6) 2016 hysterectomy with unilateral salpingectomy/uterus and cervix removal/tubes removed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, embedded device, device breakage, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, bladder disorder, urinary tract disorder, depression, anxiety, abdominal distension, peripheral swelling, muscle tightness, cervix injury and uterine rupture outcome was unknown, the pelvic pain, vaginal haemorrhage, allergic oedema, dysmenorrhoea, vaginal discharge, weight increased, abdominal pain lower and abdominal pain was resolving and the vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergic oedema, anxiety, bladder disorder, cervix injury, depression, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, muscle tightness, pelvic pain, peripheral swelling, urinary tract disorder, uterine perforation, uterine rupture, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: dates discrepancies noted date of insertion previously reported as (B)(6) 2012, however date (B)(6) 2012 was provided in medical records; date for hsg reported as (B)(6) 2012 (inconsistent considering the insertion date); date of removal reported as (B)(6) 20176 and (B)(6) 2016. Insertion procedure: the essure device was placed into the right tubal ostia and deployed and five coils were exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uterine perforation. Concerning the injuries reported in this case, the following ones were reported via social medial: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new events 'cervix injury and uterus rupture were added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/perforation: cervix /migration of essure device location of device:fragmented into cervix and uterine wall.'), embedded device ('fragments of essure embedded in her') and device breakage ('fractured device /malposition of essure device location of device: fragmented/fragments of essure embedded in her') in a 37-year-old female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: approximate weight at the time of essure placement 175 lbs. On (B)(6) 2016, gross description: a. Received fresh labeled "uterus" is a 86.90 gram unicornuated uterus and cervix without attached bilateral tubes and ovaries. The uterine serosa is smooth. The endometrium is unremarkable. There is a sterilization intra-uterine coil inside the wall. Received fresh labeled "right fallopian tube" is a 9.0 cm in length by 0.3 to 0.8 cm in variable diameter portion of fallopian tube with a fimbriated end. No essure sterilization coil is identified grossly. Concurrent conditions included stress incontinence since (B)(6) 2016, discomfort since (B)(6) 2016, bloating since (B)(6) 2016, urinary incontinence since (B)(6) 2016, coughing since (B)(6) 2016, sneezing since (B)(6) 2016 and single functional kidney since (B)(6) 2016. Concomitant products included corticosteroid nos, gabapentin, lorazepam (ativan), prednisone and trazodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain /pain"). On (B)(6) 2013, the patient experienced hot flush ("hot flashes") and dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain- 40 lbs"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes describe") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: chronic/reoccurring vaginosis"), bladder disorder ("bladder or urinary problems or changes (event split for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event split for coding)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), allergic oedema ("allergic or hypersensitivity reaction type: fingers swell"), abdominal pain lower ("right lower abdomen pain"), abdominal pain ("abdominal pain"), abdominal distension ("belly gets so tight and painfully bloated"), peripheral swelling ("hand and body always feel tight and puffy"), muscle tightness ("hand and body always feel tight and puffy"), cervix injury ("I lost uterus and cervix because of all fragments of essure imbedded in her"), uterine rupture ("I lost uterus and cervix because of all fragments of essure imbedded in her"), device dislocation ("migration") and post procedural complication ("post procedural complication"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with unilateral salpingectomy/uterus and cervix removal and (B)(6) 2016 hysterectomy with unilateral salpingectomy/uterus and cervix removal/tubes removed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, embedded device, device breakage, genital haemorrhage, hormone level abnormal, hot flush, bladder disorder, urinary tract disorder, depression, anxiety, abdominal distension, peripheral swelling, muscle tightness, cervix injury, uterine rupture and post procedural complication outcome was unknown, the pelvic pain, menorrhagia, vaginal infection and device dislocation had resolved and the vaginal haemorrhage, allergic oedema, dysmenorrhoea, vaginal discharge, weight increased, abdominal pain lower and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergic oedema, anxiety, bladder disorder, cervix injury, depression, device breakage, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, muscle tightness, pelvic pain, peripheral swelling, post procedural complication, urinary tract disorder, uterine perforation, uterine rupture, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: dates discrepancies noted date of insertion previously reported as (B)(6) 2012, however date (B)(6) 2012 was provided in medical records; date for hsg reported as (B)(6) 2012 (inconsistent considering the insertion date); date of removal reported as (B)(6) 2016 and (B)(6) 2016. Insertion procedure: the essure device was placed into the right tubal ostia and deployed and five coils were exposed. Received treatment for migration, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uterine perforation. Concerning the injuries reported in this case, the following ones were reported via social medial: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received- new event post procedural complication and migration was added. Reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.